Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) observed in stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a lead integrity alert (lia) had triggered due to noise on the rv lead. The interrogated electrograms shows oversensing and noise. The rv lead was reprogrammed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.